Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a nephrectomy. The device misfired on the renal artery and they were forced to convert to open procedure. The device and reload is available once it has been released by the customer. The patient is in stable condition. (B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. After multiple attempts, no device returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch numbers included in lot number provided h43z1p are h51n5n (mfg 06/01/2011) and h51n45 (mfg 05/31/2011).